Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pet lock was broken on the proximal end of the pusher assembly and the pull wire was retracted from the pusher assembly ddt. This damage was likely occurred due to the manual detachment attempted during the procedure. If the pet lock is broken, and the pull wire is retracted from the ddt, the embolization will detach from its pusher assembly. The detached embolization coil was not returned for evaluation. Based on the returned condition, the root cause of the smart coil failure to detach during the procedure could not be determined. Evaluation of the returned smart coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation revealed that the pet lock was broken on the proximal end of the pusher assembly and the pull wire was retracted from the pusher assembly ddt. This damage was likely occurred due to the manual detachment attempted during the procedure. If the pet lock is broken, and the pull wire is retracted from the ddt, the embolization will detach from its pusher assembly. The detached embolization coil was not returned for evaluation. Based on the returned condition, the root cause of the smart coil failure to detach during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the smart coil failure to detach due to the returned condition. This report is associated with MFR report number: 3005168196-2021-01570 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01570.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully detached three smart coils in the target vessel using the handle. While attempting to detach the fourth smart coil, the smart coil failed to detach after several attempts. Therefore, the physician manually detached the smart coil. Next, the physician successfully detached nine smart coils in the target vessel using the same handle. While attempting to detach the next smart coil, the same issue occurred. Therefore, the physician also manually detached the smart coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.